Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole 8mm from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach from the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. After the guidewire passed through the lesion, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured within specified pressure. Dilatation was then performed with a non-bsc balloon catheters and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach from the left femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. After the guidewire passed through the lesion, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured within specified pressure. Dilatation was then performed with a non-bsc balloon catheters and the procedure was completed. There were no patient complications reported.